Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the patient presented to the hospital on the (B)(6) 2015 due to angina pectoris. The patient returned on (B)(6) 2015 to treat the cause of the angina which was a lesion in the right coronary artery (rca). The target lesion was predilated with a 2.0 mm unspecified balloon with no residual stenosis. A 2.5 x 18 mm device was successfully advanced into the target lesion and the implant delivery system balloon was inflated; however, only the proximal half of the balloon could be fully inflated, while the distal section of the balloon remained only partially inflated. The delivery system was removed from the implant and an unspecified non-compliant balloon was attempted to be inserted into the half-inflated implant without success. The procedure was stopped. There has been no adverse patient effect due to the malapposed implant. There was no resistance felt during advancement of the device to the target lesion. No additional information was provided.